Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly was evaluated and replaced. The hard disk drive was also evaluated and replaced during the service event, along with the associated system software and calibrations. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly save patient image data. No patient serious injury or death was reported related to this event.